Event description:
A report was received that the patient was experiencing pain at the pocket site. It was noted that the patient had lost weight and the battery had shifted in its pocket. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that there will be no further course of action at this time due to insurance denial.

Event description:
A report was received that the patient was experiencing pain at the pocket site. It was noted that the patient had lost weight and the battery had shifted in its pocket. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patients device was no longer working. The patient underwent an explant procedure per patient and physicians preference. The patient was doing well postoperatively. The explanted devices was not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the devices history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient was experiencing pain at the pocket site. It was noted that the patient had lost weight and the battery had shifted in its pocket. The patient will undergo a revision procedure.